Event description:
It was reported that the patient received inappropriate therapy for noise on the ventricular lead. The noise was indicative of a lead fracture. Positional testing was performed and the noise was not reproduced. It was also noted that the ventricular lead impedance had dropped and as such, the lead was capped.